Manufacturer narrative:
On january 15, 2024, a photo evaluation for the device was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a 225cc (left) and a 150cc (right) mentor memorygel breast implant and experienced bilateral capsular contracture (baker grade 3) post-operatively. As a result, the patient underwent bilateral explantation on an undisclosed date. This report is for the left side device.

Manufacturer narrative:
On march 04, 2024, the mentor failure analysis lab has received the device for evaluation. The patient identifier has been updated to (B)(6) . The patient's date of birth was reported to be (B)(6) 1972 has been added in section a2 as best estimate. The capsular contracture had been diagnosed with an ultrasound. The replacement device was reported to be a 265cc mentor memorygel boost breast implant with serial number (B)(6) and lot number 9952225. The patient's original procedure was a breast augmentation revision. On march 11, 2024, the evaluation for the device was completed. Device evaluation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the sx mpp gel 225cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 07, 2024, mentor received additional information regarding the patient's date of explantation. It was reported that the patient's date of explantation was on (B)(6) 2023. Section d6b. Has been updated to reflect this additional information. Manufacturer¿s reference number: (B)(4).